Event description:
On the day of the surgery, the patient had a retention issue so the sling was loosened before leaving hospital. As of (B)(6) 2012, the patient is currently doing well with no incontinent issues.